Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3, h6: a medtronic representative went to the site to test the equipment. Camera was replaced. Codes b01, c02, c08, and d02 are app licable to this analysis. H3, h6: the camera, lot number: p901983, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) c ontained scratches on the housing lenses. A check of the event log revealed intermittent firmware incompatibility and intermittent illuminator current low. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .738mm with a passing threshold of .250mm the reported event could be duplicated by medtronic personnel. Codes b01, c02, c08, and d02 are applicable to this analysis. H6: a05 - localizer faulted a1102 - error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a "localizer faulted" message was displayed when setting up for a case. Technical services (ts) recommended swapping out system for the case that was about to start and to call back later to troubleshoot network device interface (ndi) toolbox. The manufacturing representative (rep) and ts ran ndi and showed a bump detector battery fault return for service, bump detected accuracy assessment recommended, and storage temperature exceeded. No patient present.

Manufacturer narrative:
D9 correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.